Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1000 mg/dl. Reportedly the customer had an infection, recent medication change and was given steroids prior to the elevated bg, although the customer¿s hcp was not able to determine the exact cause of the elevated bg. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.